Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information indicates that the patient did not experience erosion.

Event description:
It was reported that the patient presented with pain from protruding edges of the pacemaker, which exhibited erosion. The pacemaker was explanted and replaced since the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. There were no device malfunctions noted. The patient was stable.